Event description:
A journal article was received titled: radiographic and functional results of osteosynthesis using the proximal femoral nail antirotation (pfna) in the treatment of unstable intertrochanteric femoral fractures; sahin s., erturer e., ozturk I., toker s., seckin f., akman s.; acta orthopaedica et traumatologica turcica. (2010); 44 (2):127-134. Reportedly: postoperatively, six patients died. Cause of death was not reported. One patient died one month postoperatively, three patients died six months postoperatively and two patients died in the first year. Device was reported as synthes product. This report is for a screw of the pfna system. This is 3 of 4 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. No suspected association between death and the use of the product. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.